Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump failed the fill manifold test. There was no patient involvement therefore no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the helium reservoir assembly to fix the issue and completed pm. The unit passed all safety and functional tests to factory specifications, cleared for clinical use, and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The removed helium reservoir assembly was returned to failure analysis and testing (fat) for evaluation. The failure analysis and testing department (fat) received a helium reservoir assembly, with a report that the helium reservoir assembly failed the manifold test. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into the failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. The tests did trigger the reported problem of the helium reservoir assembly failed the manifold test. The failure analysis and testing department was able to verify the failure experienced by the customer. It looks like the fill valve failed the differential pressure and is leaking from the valve. Retaining the helium reservoir assembly in the fat department per procedure. If further investigation is not required, the helium reservoir assembly shall be scrapped.